Event description:
It was reported by the rep that (1) mcm20 was used during an unknown procedure, and the exact problem with the instrument was not recorded. Another mcm20 was opened and used to complete the case. There was no consequence to the pt.